Manufacturer narrative:
(B)(6). Results: bd life sciences - preanalytical systems received (B)(4) photos from the customer facility for investigation. Based on the evaluation of the photos, bd pas observed blood on an individuals' hand, inside a holder, and on exterior tubes. The manufacturing records were reviewed for the incident lot and no issues were identified. Bd pas is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. The investigation is still on-going and further improvements will be made as the potential causes of ¿sleeve leakage¿ are identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Event description:
It was reported that blood leaked from the bd vacutainer® eclipse¿ blood collection needle. No serious injury or medical intervention.